Manufacturer narrative:
This supplemental report was submitted to provide additional information from customer to MDR# 8010047-2020-01177. The unit coordinator at the user facility further reported that the problem was first observed during reprocessing after an endoscopic ultrasound (eus) procedure on november 12, 2020. There were no other devices involved in the event and no delays. The intended procedure was completed using the same device. There were no other devices replaced during the procedure. This scope was reprocessed using high level disinfection. No visible damage was observed prior to reprocessing, no abnormalities, no other physical damage, no kinks or coils and the device did not sustain deep impact. The attachments necessary to complete reprocessing for this device were properly attached and secure, the device was inspected prior to use and all the connections and cables were checked and secured. The investigation is ongoing; however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The most likely cause of the forceps cover glue peeling is mishandling by the user by applying too much force which lead to the fluid invasion that was found. The pinhole in the forceps channel was likely caused when treatments tools were not carefully inserted or pulled out. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: important information ¿ please read before use do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result.

Manufacturer narrative:
The customer returned the asset/loaner to the service center. The evaluation confirmed the reported hole at the tip as the scope failed the leak test and was leaking from the instrument channel and leaking from the balloon tube at the distal tip. The scope was found to have fluid invasion inside the control body, scope connector and the ultrasound connector. Additionally, the adhesive on the forceps/distal end cover was peeling and the ultrasound image has one broken element. The scope was repaired to standard specifications and returned to asset inventory. A review of the scope's repair history indicates the scope was last service/inspected on nov 10 2020, (no critical problem found). The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer reported that during reprocessing, the asset evis exera ii ultrasound gastroscope was noted to have a hole in the distal tip. No patient involvement was reported.